Event description:
Country of complaint: (B)(6). Magazine fell into patient. The surgery was delayed for 20 minutes.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: device was visibly investigated and tested several times using 10 different magazines, there are no indications of damage or malfunction. Product is in specification.